Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. No delivery alarm functioned properly. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. The easy bolus feature functioned properly. No delivery anomaly noted. Unit had cracked case at display window corner, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, and cracked reservoir tube window. Unit had intermittent button response due to flattened act button dome switch. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's buttons were hard to press. The easy bolus was not functioning as it should. The customer called her doctor over the weekend because her blood glucose level was between 300 mg/dl and 500 mg/dl. The customer did not receive a no delivery alarm. The customer was placed on an insulin pen until she received a replacement insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.